Event description:
It was reported that the pump touch screen was unresponsive, and the pump touchscreen timed off sooner than expected. The pump was reset and the customer continued to use the pump for insulin therapy. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.